Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator displayed safety valve open, which indicates a loss of ventilation, and generated error codes.the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Unique identifier (UDI) number added to section. If information is provided in the future, a supplemental report will be issued.